Event description:
It was reported the patient underwent mitral valve replacement surgery in 2009 and received a 31 mm sjm epic valve (model and serial number unknown). Recently, the patient was diagnosed with cardiogenic shock and an echocardiogram revealed thrombus was present. The valve was removed and a competitor's valve was implanted. The patient was reported to be unstable and in the intensive care unit. Additional information has been requested.